Event description:
The reporter stated that he had taken his son to (B)(6) for a chest x ray of his 15 month old son. The x ray technician had brought the portable canon xray machine and took the xray with the adult settings with high kv and said that she thought she hit the infant button. Later, she changed the settings and took the x ray the second time. He states that his son has radiation sickness and is nauseous and throwing up. The reporter is not sure if the error is with the technician or the machine. He wanted it to be investigated.